Event description:
It was reported that the patient presented to the emergency room with dizziness and the patient's device could not be interrogated. It was also reported that the device had no telemetry. A temporary pacemaker was used until the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.